Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8785, lot# n359789, implanted: 2013-(B)(6), product type accessory, product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump segment of 8780 was being used during initial implant. When surgeon attempted to slide spinal segment onto connector pin, it was noted that the collet was missing. They were not certain if the collet fell off or was never on the connector pin. Surgeon checked pump pocket and determined that it was not in the pocket. The connector pin was cut off the pump segment and a new connector pin from and 8785 accessory kit was used. Drug in the device was gablofen.